Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that up and down arrow buttons were hard to press, insulin pump rejected new batteries. Customer also reported that insulin pump had motor error alarm,unexpected no delivery alarm and received rainbow effect in bright light. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.